Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head cable is kinked in such a way as to have an intermittent issue. The rf head label is delaminated.

Event description:
It was reported the clinic using the rf (radio frequency) head indicates that it is not reliable. They experienced intermittent telemetry problems with the rf head. A clinic nurse was at times unable to interrogate several separate patient devices; the nurse noted that at one time she had a problem with telemetry from within a programmer session. Other times the rf head apparently worked okay. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.